Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons did not respond appropriately to user presses. The keypad cover was also allegedly damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the keypad cover was observed to be torn. During testing, the up arrow, down arrow, and ok keypad buttons were unresponsive. The keypad cover was removed, and contamination was found under all button contacts. The bolus button cover was also observed to be torn; however, the bolus button responded properly. Unrelated to the complaint, the pump was powered on and the display screen appeared dim, faded, and discolored with persistent horizontal lines, indicating a failed display flex.